Event description:
The patient felt stimulation in his ribs; the neurostimulation target was his legs. He experienced a burning sensation over the battery location. The device was successfully reprogrammed; the patient was no longer having problems with the device. Surgery had not occurred or been planned . The hcp attributed the problem to the implantable neurostimulator. Replacement had/will occur.

Manufacturer narrative:
(B)(4)